Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 08/18/2023. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the intact harvesting device as well as on the cannula. There were no visual defects observed on the harvesting device. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000327882 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cring broke on evh kit during use. Visual inspection of the device showed nothing missing. Nothing remained in the patient based on visual inspection. Nothing broke or fell into the patient. No delay to the case other than opening another evh kit. No patient injury reported.

Manufacturer narrative:
Tw ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.